Event description:
Our affiliate is reporting that during a shoulder repair a portion of the ceramic end, distal, of a se electrode broke off into the pt's body. The fragment was retrieved, which added approx 30 minutes to the procedure, and the case was concluded successfully without further incident or harm to the pt.